Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was used. The patient underwent a urethra-cystoscopy on (B)(6) 2008 and it was noted that the mesh going through the urethra. On (B)(6) 2008 a piece of the mesh was excised. Additional information has been requested.